Event description:
Boston scientific crm received information that the patient with this right ventricular lead was admitted to the hopsital post syncopal episode and anti-coagulation issue. The patient had chronic but stable high right ventricular thresholds. However, upon evaluation of the right ventricular lead, the thresholds had increased to 6.0v and loss of capture was noted. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. In addition, the pacemaker was electively replaced.

Manufacturer narrative:
A new right ventricular lead and pacemaker were successfully implanted. The lead was never returned to boston scientific crm for analysis. Should additional information become available or the lead returned, an amended report will be submitted.